Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer found the non-tandem infusion set needle to be clogged with tissue and with blood. Reportedly, an occlusion alarm did not occur during this event. Reportedly, the pump supplies were changed to address the issue. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 468-469 mg/dl.